Event description:
It was reported that the device's battery measured capacity is low. The device was sent to the repair facility for the evaluation and repair. Patient involvement is unknown. The bench technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's battery measured capacity is low. The device was sent to the repair facility for the evaluation and repair. There was no reported patient involvement.